Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements that were greater than 3000 ohms, which was high out of range. It was noted that this patient was not pacing dependent. No adverse patient effects were reported. Currently, this lead remains in service. This supplemental report is being filed as additional information was received which reported the right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements that were greater than 3000 ohms, which was high out of range. It was noted that this patient was not pacing dependent. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
Added code for high pacing thresholds as information was received during previous report.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements that were greater than 3000 ohms, which was high out of range. It was noted that this patient was not pacing dependent. No adverse patient effects were reported. Currently, this lead remains in service. This supplemental report is being filed as additional information was received which reported the right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. According to additional information, this lead also exhibited high pacing thresholds prior to procedure.